Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter phone#: unknown. Initial reporter e-mail: unknown. The customer's address is unknown. (B)(6) has been used as a default. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that plastic foreign matter was found attached to the bd insulin syringe with the bd ultra-fine¿ needle. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter: "one had steamers of plastic attached, (likely a molding issue)."

Event description:
It was reported that plastic foreign matter was found attached to the bd insulin syringe with the bd ultra-fine¿ needle. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter: "one had steamers of plastic attached, (likely a molding issue)."

Manufacturer narrative:
H6: investigation summary no samples were returned therefore the investigation was performed based on the photos provided. Customer returned several images of the 31gx8mm syringe. The consumer reported that the syringes had steamer of plastic attached like a molding issue. Based on the photos received, embecta was able to confirm the customer¿s indicated failure of foreign matter. Unable to perform review of the device history record due to lack of batch record information. Therefore, a definitive a definitive root-cause could not be determined.